Event description:
Material#: 309623, batch#: unknown. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: rcc received a complaint via email. Please note that medical-surgical received the complaint below which involves a national branded product. This communication is intended for your quality assurance department awareness and tracking/trending purposes. If additional information is needed to conduct an investigation, please feel free to reach out directly to the customer (copied on this email) and copy. Complaint number: n/a, report date: 2/27/2025, factory/manufacturer: bd, MFR reorder#: (B)(4), product name: syringe/ndl, tb 1cc 27gx1/2." Problem description: when pulling off the plastic cap, the entire needle comes off with it. Customer name and contact info (if available). Additional information provided: the dates are on (B)(6) 2025. Please ship return label to (B)(6).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. Additional information: following submission of initial MDR. Samples were received with lot number. Section d updated with correct lot number and device manufacture date updated in section h. Evaluation: seventy-two samples were provided to our quality team for investigation. All samples were tested and found to exceed limits for the shield being tight. The condition observed is non-conforming per product specification. Potential root cause for the shield tight defect is associated with the assembly process. As corrective actions, quality alert sent out to the plant and re-educated all associates on production line to applicable work instruction/video for proper procedure of syringe with needle visual inspection. Furthermore, a device history record review was completed for provided lot number 4129994. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.